Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for radicular pain syndrome (radiculopathies) reported the implantable neurostimulator (ins) worked fine for about a year ¿but messed up,¿ was reprogrammed, worked for a couple of months, and then they kept going back to get it reprogrammed, but it hadn¿t been doing any good for years. It was further reported ¿they still felt it ticking, if they put a new battery in and turned it on, they felt a mild tick, but it wasn¿t doing any good and they forgot about it.¿ the consumer had been working with a pain clinic who instructed them to call the manufacturer to see if there was something to get the device going. The consumer was also told they may be a candidate for a pain pump, so they wanted to know about removing the ins and putting in a pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.